Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -7.5/1.5/91 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause reported as unknown. Reportedly, "the postoperative condition is good."

Manufacturer narrative:
Pt info:unk. Claim# (B)(4).